Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to hyperglycemia. The length of hospitalization was 18 hours. The blood glucose level was 602mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction occlusion (source/cause cannot be identified, only use when a specific malfunction cannot be determined). No t/s, inconclusive t/s, or partial t/s done, refer to cannot be determined cannot be determined. No escalation required. The batch 6006340 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code occlusion (source/cause cannot be identified, only use when a specific malfunction cannot be determined). No t/s, inconclusive t/s, or partial t/s done, refer to cannot be determined cannot be determined. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 05 samples out 05 samples passed the test. Functional flow test 1 according to wi version 2 on reference samples, 05 samples out 05 samples passed the test. Device history record (DHR) review: the lot 6006340 was packaging according to the wi version 96, in the line multivac 10, on 28/mar/2024, with a total of (B)(4) units. Gluing of tubing the lot 4c05710 was manufactured according to the wi version 62 in the gluing of tubing in the machine sc05 and sc06, on 27/mar/2024, with a total of (B)(4) units. The lot 4c04951 was manufactured according to the wi version 62 in the gluing of tubing in the machine sc08, on 26/mar/2024, with a total of (B)(4) units. Gluing of connector the lot 4c04317 was manufactured according to the wi version 37 in the gluing of connector in the line 3, on 27/mar/2024, with a total of (B)(4) units. The lot 4c00357 was manufactured according to the wi version 37 in the gluing of connector in the line 3, on 14/mar/2024, with a total of (B)(4) units. The lot 4c04318 was manufactured according to the wi version 37 in the gluing of connector in the line 9, on 27/mar/2024, with a total of (B)(4) units. The lot 4c04320 was manufactured according to the wi version 37 in the gluing of connector in the line 3, on 27/mar/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in databaseon 07/jul/2025 against malfunction code occlusion (source/cause cannot be identified, only use when a specific malfunction cannot be determined) and lot 6006340 and one more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to leak, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, one more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities. .